Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination presented no damage or irregularities to the tip of the device. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination and tactile presented no damage or irregularities to the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 29.5cm from the end of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2016. It was reported that device problem was unknown. The 85% stenosed target lesion was located in the severely calcified middle left anterior descending (lad) artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to dilate the lesion. The physician did rotablate the target lesion; but failed atherectomy. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.